Event description:
The doctor reports that once the package was opened, he realized that the container came completely empty, and it was also hermetically sealed but with the inner part completely empty. The affected dental position is #23.the doctor reports that the procedure was completed by properly placing another implant that the doctor had in stock.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: zimvie received the packaging for tapered screw-vent implant (tsvtb11) for investigation. A visual evaluation was performed, and it was found that the packaging had already been opened by the customer. No implant was identified inside the packaging. Therefore, the coob/event could not be confirmed. Device history record (DHR) review was completed for the subject lot number 1245619. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1245619 for similar events and no other complaint was identified. Review completed utilizing keywords: packaging: incorrect component quantity. Based on the investigation, the most likely root cause determined was improper handling of devices/packaging outside of zimvie controls. Therefore, based on the available information, packaging malfunction and the reported event/coob could not be verified since the condition of the product/packaging as received by the customer was unknown/unverifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed at this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.